Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced battery depletion rather than charging during recharge sessions and had difficulty achieving a good connection unless laying on their stomach in one position. The patient reported that the battery initially charged normally, but in the last couple of recharge attempts, the battery level decreased from 60% to empty during charging. The patient did not experience any falls or trauma and did not change their device settings. A review of the patient¿s recharge diary was conducted, and normal impedances were confirmed on the programmed contact pairs. Troubleshooting steps included reviewing the recharge diary and confirming impedances, but the issue was not resolved. The patient was directed to demonstrate a charging session and keep a log of charge sessions for several days to corroborate the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep). When asked what the cause of the device depleting instead of recharging was, they answered "unknown". The actions and interventions that took place to resolve the issue was going over how to do it again with the patient. The issue was reported to be resolved "at the time yes", and the rep will be kept informed by the patient. The information was confirmed/provided by the physician.